Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta valve was implanted. A tf2000 abbott sizer was used for sizing. With pledget, the device was implanted by non-everting mattress sutures. On a later date, a tear was observed on the commissure of the right coronary cusp and the left coronary cusp, and the patient experienced aortic regurgitation. On (B)(6) 2022, the trifecta valve was explanted, and it was noted that the stent post on the right coronary cusp side was damaged. The valve was replaced with a 21mm non-abbott valve. The patient was reported to be stable and recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the aortic regurgitation was severe and was detected on echocardiogram.

Manufacturer narrative:
Explant due to a leaflet tear was reported. The investigation found that there was a tear in leaflet 1. There was fibrous pannus ingrowth on the inflow surface of leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the outflow surface of leaflet 3, could have induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.h6. Medical device problem code : 4582 no clinical signs, symptoms, or conditions removed.